Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 35 mm drill bits broke during case. Drill bits broke in half while flex shaft stayed in tact. All pieces were retrieved. This slowed surgery time by a few minutes while we opened other set. Drill bits were discarded. Items will not be returned.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  added: b2, g1 and h6 (patient) no code available (B)(6) is used to capture surgery prolonged.